Event description:
Boston scientific received information that the patient implanted with this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, endured an unspecified surgical procedure. When the physician placed a magnet over the device, qrs complexes and pulse oxymeter waveforms were observed with no tones present. A bsc sales representative interrogated the device, which was found to be functioning appropriately. The change tachy mode with magnet was not enabled, leading to the clinical observations. The device was later explanted due to normal battery depletion. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.48 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.